Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot number m3274t505 was reviewed and the product was produced according to product specification. The device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the rep that a patient had to be extubated and reintubated due to the catheter getting stuck. Patient self-extubated while trying to suction with the device. The patient was re-intubated without any adverse effect. The hospital reported that the difficulty with the bent catheter is only an issue with the elbow configuration as it is used with the lifejet ventilator adaptor. This adaptor has a smaller opening and the hospital alleges that unless the catheter is completely straight it will get stuck. No other information provided.